Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with a damaged main display was confirmed by baxter personnel during product evaluation. The root cause was assigned to a faulty main display screen. The main display was replaced to correct this condition. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump had a damaged main display. This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention in association with this event. This involved a colleague version 1.7 infusion pump with a user interface module software version of 8.11.00. No additional information is available.

Manufacturer narrative:
(B)(4). A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number.